Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The recipient's parents reported that the recipient was not responding optimally with the device since (B)(6) 2024. Further technical checks are scheduled. However, no date was provided yet.

Event description:
Hearing performance with the device was affected. The recipient_s parents reported that the recipient was not responding optimally with the device since february 2024. New follow-up planned in august.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps have been received yet.